Event description:
On the thrid introduction, in a highly calcified lesion, had to troque the device quality a bit to get it positioned. During device removal, the guide wire prolapsed in the segment between the guide wire lumen on the torque shaft and the guide wire lumen in the tip. The prolapsed wire jammed the device at the distal end of the 7f sheath during removal. The operator pulled the device and the tip detached from the distal end of the housing. Pt was taken to the or and the surgeon did a cut down to retrieve the tip and prolapsed wire. After the cut down was completed, the surgeon went back to the cath lab and completed the procedure with another foxhollow device.